Manufacturer narrative:
(See h3) no device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate

Event description:
This incident was received by via medwatch (mw5116227). The reporter has indicated they would like to remain anonymous and limited information has been made available. According to the details provided, the batch of coopervision clariti 1 day lenses appear to have cloudy material in the lens solution, after wearing the eye is producing puss, irritation, redness, and feeling of superficial material in eye. The lens itself is contained in single use peel off cases but there is some difference from this batch and another prescription strength. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the incident with a lack of medical information. Should further information become available, a follow-up report will be submitted as appropriate.